Manufacturer narrative:
Device had intermittent button response due to corroded keypad trace. No button error alarms occurred. Inspect the pump and no moisture damage found on the electronic/motor assembly. Device had cracked case above corners of display window.

Event description:
Customer reported via phone call that the device was not working. Device alarmed multiple button error alarms after battery change. Customer's blood glucose was over 600 mg/dl. Device alarmed a button error alarm after the device was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.